Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regr1670 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported by healthcare professional, "CT patient required vascular access from trainee as she is learning inserting powerglide (pg) via ultrasound. Trainee seemed to be successful in penetrating and obtaining access but upon threading the catheter met resistance and withdrew the catheter by reversing the catheter up the needle. I advised to take the whole device out and trainee complied. I discovered that the catheter she intended to retract was missing about 4 cm's leaving me to assume it was still within the patient's arm. Trainee and I left the room to discuss the best plan of action notifying ER manager CT manager risk management etc. Patient made aware of situation; left ama but then returned upon ed clinical coordinator request. Subsequent CT/images were taken showing the catheter being in tissue."